Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -9.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2020 the lens was removed due to low vault. A replacement lens of longer length was later implanted but it did not resolve the problem. In the reporters opinion the cause of this event was the device. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.